Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. Powered on the device and no sign of turning on. Removed back cover for further investigation. Visually inspected all components and no damage was found. Installed known good test membrane switch and device powered on without any issues. The root cause of the reported issue was unable to be determined. The technician replaced membrane switch and cracked return tube. This return tube issue is being addressed through a correction and preventive action. Installed temp check test fixture. Measured temperature was within tolerance. Device passed all functional and electrical tests.

Event description:
It was reported that a bad membrane switch was observed. No patient injury was reported.